Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6b: if explanted, give date: not applicable, as the intraocular lens remains implanted section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during implantation of a preloaded monofocal intraocular lens (iol), the front end of the inserter¿s folding forceps (airplane-shaped tip) fractured upon entry into the eye. Despite the fracture, the iol was successfully implanted; however, minor surface scratches were observed on the lens. The inserter was subsequently withdrawn without complication, although there was a risk of inserter catching on the cornea during withdrawal. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received reporting serial number of intraocular lens. The following sections have been updated accordingly section b5: it was reported that during implantation of a preloaded monofocal intraocular lens, the front end of the inserter¿s folding forceps (airplane-shaped tip) fractured as it entered the eye. The lens was implanted but sustained minor surface scratches, and although the inserter was withdrawn successfully, there was a risk of inserter catching on the cornea during withdrawal. Additional information indicated that the patient reported no vision problems at follow-up. No further information was provided. Section d4: model number: dib00 section d4: catalog number: dib00i0195 section d4: serial number: (B)(6). Section d4: expiration date: oct 18, 2028 section d4: unique device identifier (UDI #): (B)(4). Section h4: device manufacture date: oct 18, 2025 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.